Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a foot infection and that, while the customer was hospitalized, the insulin pump ran out of battery. The blood glucose reading was unknown. The customer stated the insulin pump alarmed battery out limit during normal use. He stated that the batteries were out of the insulin pump greater than the duration allowed by the device; advised that this was normal device behavior. He reported that the batteries had been out of the insulin pump long enough for it to erase his settings. During troubleshoot, however, it was found that the settings were still stored on the insulin pump. No further assistance was necessary, and nothing further reported.